Manufacturer narrative:
Device was used for treatment, not diagnosis. Brand name: this report is for one (1) bab tough strips waterproof ex lg 10s USA (B)(4). Medical device: upc #: (B)(4), lot #: 0239b, UDI #: (B)(4), upc = (B)(4), expiration date= na, lot number = 0239b. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on january 23, 2019. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2019-00079. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with bab tough strips waterproof extra large. The consumer reported she had foot surgery. After the stitches were removed, she put one band-aid on each foot. She had an allergic reaction and it started to blister. Consumer was prescribed antibiotics by doctor for treatment. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2019-00079. The same patient is represented in each medwatch.